Event description:
It was reported that the user experienced a low blood glucose after lunch following an ilet-announced meal at first bite, with glucose trending down for approximately two hours, then rising from 182 to 312 before declining to 59; the user reported slow gastric emptying and no additional food intake after the meal, and the event was categorized as cause unclear with insufficient device-related information. Symptoms included hypoglycemia with diaphoresis, shaking, shortness of breath, dizziness, and fatigue. Outcomes included medication required, as the user treated the low with oral glucose and returned to range without assistance. Troubleshooting and education were completed, and the field team and trainer were engaged. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings, and the medical device problem and device component were recorded as insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.